Manufacturer narrative:
Concomitant medical products: d334trg ICD, implanted: (B)(6) 2011. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited varying impedances on the rv defib and superior vena cava (svc) coils, and the clinician indicated that the lead was 'failing'. The lead was reprogrammed, and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and was variable. Also, the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range and was variable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.